Event description:
It was reported that prior to starting on a da vinci 5 system, an error related to the ergo column was identified at power up. The technical support engineer confirmed the presence of a 23062 error and recommended ordering a replacement motor module. The field engineer subsequently replaced the vertical column motor and performed calibrations, during which a connection issue was found and corrected. After reseating the brake connector and rerunning calibrations, the system operated as expected. The procedure was aborted to another da vinci system with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field engineer replaced the vertical column motor to address the error observed at power up, and after encountering a subsequent error, connections were checked and a brake connector was found not fully seated; after correcting the connection and rerunning calibrations, the system operated as intended. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported error was confirmed and replicated; visual inspection revealed that the cable connector pin was discolored and showed signs of melting, which was attributed to the reported complaint.